Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported on behalf of her daughter that during insertion of a tampon the applicator petals were open and mangled causing cuts on her vaginal area. She stated she took an epsom salt bath. She reported she was fine but still experiencing discomfort from the cuts. She did not experience any adverse health effects and did not seek medical attention.